Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. A meal bolus was programmed, but not delivered. The patient was admitted to hospital due to hyperglycemia and headache. At the time of the report, the patient´s condition was good. No more information is available.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.